Event description:
It was reported that when using the bd pyxis¿ medbank tower, unable to issue medication oxycodone ir 5mg tab and the rxverify was not requested yet. There was no option to select the item in the cubex app. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the validation code had expired. A technical support specialist (tss) explained to the customer that the previously requested validation code approval was no longer valid and advised that a new validation code must be requested for the available order. The tss witnessed the customer submitting the rxverify request and issuing the item once it was approved by pharmacy. The system functioned as intended after the technical support specialist investigated the device.